Manufacturer narrative:
Qn# (B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the teleflex medical, (B)(4) facility as part of a 50 pc. Lot in april of 2016. We are unable to validate the alleged complaint at this time. Sample part, video, or any picture was not received to perform an investigation, therefore we are unable to validate the alleged com plaint.

Event description:
It was reported that the applier jaws were opened during the robotic case and did not close. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier jaws were opened during the robotic case and did not close. There was no reported patient injury.